Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they are completely unhappy with the device. Caller stated that it takes hours to charge the implant, and it takes over their life. Caller added that they were having severe headaches for a couple days so they decided to increase the stimulation, but they can't communicate with the communicator to get it connected to the mystim rc app. Agent walked caller through resetting the handset and communicator and caller was able to connect to the mystim rc application. Caller saw a message that the implant battery was empty. Agent tried to explain to the caller that the communicator is already working and the only problem that it is not working because the implant battery does not have enough charge on it but caller stated that their manufacturer representative (rep) asked them to call us to get it replaced. Caller is escalated and wanted to speak with a supervisor. Agent reviewed supervisor request process. Agent tried explaining to the caller once again and tried to walk them through charging their implant. Now, caller is complaining on how fast that the implant battery run down. Agent asked caller if they were able to increase or decrease stimulation since implant and caller stated they have not been able to adjust the stimulation for the past couple months. Agent reviewed with caller that implant battery depletion depends on usage and intensity. Caller mentioned that they charge their implant every other day and the lowest it ever goes is 50% and they have had it on for 2 nights and one day it went down to 0%. Caller stated they never wait long enough for the implant to have 0% battery, and they can feel the stimulator working. Agent attempted to have caller connect the wireless recharger to the implant; caller was able to connect with good connection. Agent advised the caller to call their rep to get the implant check. Caller is not happy that they need to charge the device every day and planning to have it remove. Agent reviewed all the information again about the reason why the communicator is not working and possible reason of the implant depletion and advised to see their healthcare provider (hcp) or call their rep once again.